Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in that moderate tortuous and calcified right common illiac artery (cia). During the 1st inflation, the wanda balloon ruptured at 9 atmosphere. No pt injuries or complication were reported. Pt status was reported as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for the eval; therefore a failure analysis of the complaint device could no be completed. The batch number is unk, therefore, a review of the manufacturing documentation could not be performed. This investigation will be assigned the most probable root cause classification of operational context.